Event description:
It was reported that a small volume folfusor under infused. Customer stated that the device was still half full after 48 hours. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.